Manufacturer narrative:
Devices yet to be returned.

Event description:
It was reported that allegedly one of the patient's magec was not lengthening. The patient has been implanted with magec rods for over four (4) years, and physician performed a revision surgery to final fusion without incident.